Event description:
It was reported that during the implant of a linq 2 implantable cardiac monitor (icm), there was an inability to get the patient connector to communicate with the icm once it was inside the patient's chest, and the device could not be activated. Additionally, a yellow/orange flashing light appeared on the patient connector, which disappeared after a few seconds, leaving no light at all. Troubleshooting steps were unsuccessful. The initial icm was explanted and discarded. The issue was resolved by replacing the initial device with a new one, which functioned correctly. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.